Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised due to a periprosthetic fracture. A #5 left short citation stem and 36 mm + 0 mm ceramic v-40 head were explanted and replaced with a restoration modular hip system and 36 mm + 5 mm ceramic v-40 head. The explants are being retained by the facility and the rep confirmed that no further information would be released by the hospital or surgeon.